Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was provided. A device history lot review is pending.

Event description:
The event involved a 7" (18cm) appx 0.25 ml, smallbore ext set w/microclave® clear, clamp, rotating luer where it was reported in recent days, when handling the mc3302 extension cords, the extension cord clamp exerted excessive force/pressure on the tubing, which caused some of the extension cords to become clogged. There was a patient involved in the event, however there was no delay in therapy, no adverse event and no one was harmed as a result of this event.

Manufacturer narrative:
The reported complaint of a crimped tubing could be confirmed from the photo provided. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.